Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires on the handheld device cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation.. External and internal visual inspections of unit revealed exposed and detached wiring from the handheld power cable. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. All standard accessories were used including handheld casing, lcd screen, handheld pcb board, handheld power cable, and golden handheld membrane button. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. The field reported event of handheld device cord being severed and detached from the patient electronic unit was confirmed. A review of the DHR was performed for batch #9043533 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.